Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) called to report a corneal scar in 2016 while wearing acuvue oasys brand contact lenses (cl). The pt reported that in (B)(6) 2016 the left eye (os) was "bothering" the pt, itchy, and red. The pt visited an urgent care clinic and was told there was a scratch on part of the pt's eye. The pt was prescribed an unspecified antibiotic to use 2 to 3 times a day for 7 to 10 days and discontinue cl wear. The pt did not follow-up with an eye care provider (ecp), as ¿everything seemed to be fine¿. The pt reported that ¿about a month and a half ago¿ the pt started to experience blurry vision and visited a new ecp who told the pt there is a scar on the os that is causing the blurry vision and ¿it is likely an outcome from the 2016 event¿. The pt has recently been fit into a different brand of cls. On (B)(6) 2018, a call was placed to treating urgent care clinic and the following additional information was provided: a representative at the urgent care clinic confirmed that in 2016 the pt was diagnosed with a corneal abrasion (unable to confirm which eye was involved) and prescribed ciprofloxacin every 4 hours for 5 days and was advised to follow-up with an "ophthalmologist immediately or ER if pain worsens". No further information was provided. On (B)(6) 2018, additional information was received from a representative of the pts new ecp: the representative reported that the pt visited the ecp as a new pt and presented with a scar on the os (location: superior, not in the visual axis) from an unknown previous event. The pt was advised that ¿the scar could be due to over wear and sleeping in the cls previously¿. The pt¿s visual acuity is 20/20. No additional information has been received or is expected. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. This event is being reported as a worst-case event as a diagnosis of corneal ulcer was unable to be verified. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.